Event description:
The iab was inserted into the pt on 3/31/99. On 4/02/99, after iabp for two days, the iab leaked. It was reported that the pt expired on 4/3/99 (one day after the iab was removed on 4/2/99). It was unknown if the pt's death was iab related. Pt's current status: exprired on 4/3-rpt'd 4/16).